Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure when using the velys satelitte station and the velys base station, the surgeon had persistent issues with his femur trial and implant fit, and excessive anterior chamfer gaps and abandoned using the velys robotic system except for distally. It was reported that the issues occurred during femur resection and trialing. The inaccurate cuts were noticed when the implant did not fit as expected. It was reported that the surgeon converted from cementless to cemented implant due to issues with trial fit (gaps). It was reported that after completing anterior and distal cut with the robot, the remaining femur cuts were completed using the intuition sizer plus 4-1 cutting guide. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device log files were reviewed for this event and the reported condition was not confirmed for the satellite station. The system was tested, and it passed all testing. No defect was found during the evaluation, and the system is performing as per specifications. Therefore, the reported condition was not confirmed, and an assignable root cause could not be established.